Manufacturer narrative:
Product ID 37746 lot# (B)(4) implanted: explanted: product type programmer, patient product ID 3 7754 lot# (B)(4) implanted: explanted: product type recharger product ID 39565-65 lot# (B)(4)implanted: (B)(6)2013 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having a lot of problems. The patient had been going to their doctor once a month since their implant. The patient was on morphine, oxycodone, and gabapentin. The patient was still in pain was not getting a 50% reduction in pain. Nothing seemed to be helping with the implantable neurostimulator (ins). The ins was not helping the patient. The patient had their device reprogrammed but it did not help. The patient had been having their stimulation adjusted every other month. The patient had 2 doctors take x-rays and they noted that nothing was wrong with the device. The x-rays were taken about 3 months prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient had the device replaced due to the lack of pain relief. The rep stated they reprogrammed the device prior to replacement and achieved coverage in all areas of pain. They noted that impedances were all within the normal range. The rep stated the issue was resolved. No further complications were reported. The indication for use was spinal pain.

Manufacturer narrative:
Analysis found no significant anomaly and found that the device was functionally okay. Product ID 37746 lot# (B)(4) implanted: explanted: product type programmer, patient product ID 37754 lot# (B)(4) implanted: explanted: product type recharger product ID 39565-65 lot# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2018 product type lead .if information is provided in the future, a supplemental report will be issued.